Event description:
(B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with her ability to perform activities of daily living. Doi: (B)(6) 2006, dor: none reported (right hip). The patient is a resident of (B)(6). Update (B)(6) 2015 - der rcvd. Updated dor, patient height and weight, surgeon and sales rep details, added stem and sleeve. Reason for revision: elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available. .